Event description:
A report was received that stated during an injection, the needle became detached from the syringe. There was no pt or clinician injury reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.